Event description:
It was reported that the health care provider was unable to adjust the patient programmer. The display on the programmer showed a call your doctor icon. The patient changed the batteries in the programmer and when the device was interrogated it indicated a power on reset condition. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-28, lot# v762613, implanted: 2011-(B)(6), product typ lead, product ID 3037, lot# serial# (B)(4), product typ programmer, (B)(4)